Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. D6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device was discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) , batch: 5075540/5080406.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device was discarded per hospital policy. Additional information was received that all components were explanted. No further information has been obtained despite good faith efforts.